Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by the design house in sydney, australia. Additional information from the device investigation completed on march 22, 2015 determined that the root cause of this issue was a software fault resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
(B)(4).